Manufacturer narrative:
The electrode belt and monitor have not been recovered. The last device downloaded flag data does not indication a device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one inappropriate treatment in response to oversensing of cardiac activity. From 12:40:44 to 13:08:32, asystole was detected intermittently. At 13:09:24, the patient received the inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with motion artifact. The patient's post-shock rhythm was asystole with motion artifact. Per continuous device recording, the patient was in asystole at the time the electrode belt was disconnected at 13:14:35. The patient passed away on (B)(6) 2022. There is no indication that the inappropriate treatment caused or contributed to the patient¿s passing as the patient was in a non-life-sustaining rhythm prior to the treatment.